Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[I have an alaris pca infusion pump here at sydney adventist hospital that has failed part of the calibration. When performing the barrel clamp calibration it passes for the 10mm and 20mm but when the 30mm fixture is placed inside it fails and says that the device needs to be repaired.]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text: see manufacturer narrative.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[I have an alaris pca infusion pump here at sydney adventist hospital that has failed part of the calibration. When performing the barrel clamp calibration it passes for the 10mm and 20mm but when the 30mm fixture is placed inside it fails and says that the device needs to be repaired.]. There was no reported patient involvement.